Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. At the one day post-operative visit, the pt presented with bilateral diffuse lamellar keratitis (dkl), which was treated with systemic and topical steroids. There was no loss of visual acuity. Three days post-operatively, improvement was seen in the right eye: however, the left flap was lifted and rinsed. The following day, significant improvement was seen in the left eye. Ucva on both eyes is 20/25.